Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. It is unknown if the unit was in use on patient, but the customer reported there was no patient harm.